Event description:
Customer's mother called to say her daughter's blood glucose (bg) elevated through the night. Before bed, the bg was 112 mg/dl. During the night, the bg levels ranged 314-472 mg/dl. Mother gave a manual insulin injection and changed the pod. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.